Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. The sample was spiked into an in-house 1000ml solution bag containing sterile water. The sample was then re-primed and the sample primed normally when all clamps were in the open position. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a continu-flo set in which there was a no flow detected at the check valve during priming with an unknown antibiotic. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.